Manufacturer narrative:
As per IFU: infection is one of the possible complications. As with the introduction of any foreign object into the body, an infection might result. Removal of the device may be required. Intermittent or continuous loss of pacing and sensing may be caused by the device's poor connection, or disconnection, or damage. Based on the investigation, a CAPA is not required. The event will be re-evaluated if additional information becomes available. No further follow-up is required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('left essure coil which had protruded into the left mesosalpinx') and device dislocation ('migration') in a (B)(6) female patient who had essure (ess205) (batch no. 624100) inserted for female sterilisation. The patient's medical history included menometrorrhagia, pelvic pain and paratubal cyst. On (B)(6)2007, the patient had essure (ess205) inserted. On (B)(6) 2019, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), 12 years 2 months after insertion of essure (ess205). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic assisted total laparoscopic hysterectomy, bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the embedded device and device dislocation outcome was unknown. The reporter considered device dislocation and embedded device to be related to essure (ess205). The reporter commented: both sides 3 trailing coils, date(s) of insertion: (B)(6) 2007, discrepancy noted: date(s) of removal: (B)(6) 2019 (per mr). We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.